Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-oct-2020. The most recent information was received on 19-oct-2020. This spontaneous case was reported by a pharmacist and describes the occurrence of pain ('chronic pain') and menorrhagia ('haemorrhagic periods / blood clots') in a 50-year-old female patient who had essure (batch no. C611985-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, cervical conisation, multigravida, bronchitis asthmatic and pityriasis versicolor. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain (seriousness criteria medically significant and intervention required), fatigue extreme ("extreme fatigue / significant fatigue"), the first episode of tendonitis ("repeated tendinitis"), dry eye ("ocular dryness"), arthralgia ("hips joint pain"), memory impairment ("memory disorders"), rash ("atipical skin rashes"), groin pain ("abdominal pain (right groin)"), abdominal pain ("abdominal pain (right groin)") and swelling ("frequent swelling"). In 2015, the patient experienced the first episode of burnout syndrome ("professional burn-out"). In 2019, the patient experienced lumbar spinal stenosis ("narrow lumbar canal"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), the second episode of burnout syndrome ("burn-out"), the second episode of tendonitis ("tendinitis"), back pain ("lumbar pain"), migraine ("migraines") and fatigue ("abnormal fatigue") and was found to have uterine leiomyoma ("fibroma small size"). The patient was treated with surgery (essure removal by bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pain, menorrhagia, fatigue extreme, dry eye, arthralgia, memory impairment, rash, uterine leiomyoma, groin pain, abdominal pain, lumbar spinal stenosis, swelling, the last episode of burnout syndrome, the last episode of tendonitis, back pain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dry eye, fatigue extreme, groin pain, lumbar spinal stenosis, memory impairment, menorrhagia, migraine, pain, rash, swelling, uterine leiomyoma, the first episode of burnout syndrome, the first episode of tendonitis, fatigue, the second episode of burnout syndrome and the second episode of tendonitis to be related to essure. The reporter commented: narrow lumbar canal was treated by filtration and anti-inflammatories. Essure removal was performed at the patient's request. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: the case (B)(4), r1919522, legacy device report num 2951250-2019-11081 was identified as duplicate case by french regulatory authority and it was updated on current case (B)(4), r2017717. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-oct-2020. The most recent information was received on 31-mar-2021. This spontaneous case was reported by a pharmacist and describes the occurrence of pain ('chronic pain') and menorrhagia ('haemorrhagic periods / blood clots') in a 50-year-old female patient who had essure (batch no. C611985-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, cervical conisation, multigravida, bronchitis asthmatic and pityriasis versicolor. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain (seriousness criteria medically significant and intervention required), fatigue extreme ("extreme fatigue / significant fatigue"), the first episode of tendonitis ("repeated tendinitis"), dry eye ("ocular dryness"), arthralgia ("hips joint pain"), memory impairment ("memory disorders"), rash ("atipical skin rashes"), groin pain ("abdominal pain (right groin)"), abdominal pain ("abdominal pain (right groin)") and swelling ("frequent swelling"). In 2015, the patient experienced the first episode of burnout syndrome ("professional burn-out"). In 2019, the patient experienced lumbar spinal stenosis ("narrow lumbar canal"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), the second episode of burnout syndrome ("burn-out"), the second episode of tendonitis ("tendinitis"), back pain ("lumbar pain"), migraine ("migraines") and fatigue ("abnormal fatigue") and was found to have uterine leiomyoma ("fibroma small size"). The patient was treated with surgery (essure removal by bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pain, menorrhagia, fatigue extreme, dry eye, arthralgia, memory impairment, rash, uterine leiomyoma, groin pain, abdominal pain, lumbar spinal stenosis, swelling, the last episode of burnout syndrome, the last episode of tendonitis, back pain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dry eye, fatigue extreme, groin pain, lumbar spinal stenosis, memory impairment, menorrhagia, migraine, pain, rash, swelling, uterine leiomyoma, the first episode of burnout syndrome, the first episode of tendonitis, fatigue, the second episode of burnout syndrome and the second episode of tendonitis to be related to essure. The reporter commented: narrow lumbar canal was treated by filtration and anti-inflammatories. Essure removal was performed at the patient's request. The cioms report the lot number c611985 invalid. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-oct-2020. The most recent information was received on 05-mar-2021. This spontaneous case was reported by a pharmacist and describes the occurrence of pain ('chronic pain') and menorrhagia ('haemorrhagic periods / blood clots') in a 50-year-old female patient who had essure (batch no. C611985-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, cervical conisation, multigravida, bronchitis asthmatic and pityriasis versicolor. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain (seriousness criteria medically significant and intervention required), fatigue extreme ("extreme fatigue / significant fatigue"), the first episode of tendonitis ("repeated tendinitis"), dry eye ("ocular dryness"), arthralgia ("hips joint pain"), memory impairment ("memory disorders"), rash ("atipical skin rashes"), groin pain ("abdominal pain (right groin)"), abdominal pain ("abdominal pain (right groin)") and swelling ("frequent swelling"). In 2015, the patient experienced the first episode of burnout syndrome ("professional burn-out"). In 2019, the patient experienced lumbar spinal stenosis ("narrow lumbar canal"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), the second episode of burnout syndrome ("burn-out"), the second episode of tendonitis ("tendinitis"), back pain ("lumbar pain"), migraine ("migraines") and fatigue ("abnormal fatigue") and was found to have uterine leiomyoma ("fibroma small size"). The patient was treated with surgery (essure removal by bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pain, menorrhagia, fatigue extreme, dry eye, arthralgia, memory impairment, rash, uterine leiomyoma, groin pain, abdominal pain, lumbar spinal stenosis, swelling, the last episode of burnout syndrome, the last episode of tendonitis, back pain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dry eye, fatigue extreme, groin pain, lumbar spinal stenosis, memory impairment, menorrhagia, migraine, pain, rash, swelling, uterine leiomyoma, the first episode of burnout syndrome, the first episode of tendonitis, fatigue, the second episode of burnout syndrome and the second episode of tendonitis to be related to essure. The reporter commented: narrow lumbar canal was treated by filtration and anti-inflammatories. Essure removal was performed at the patient's request. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-oct-2020. The most recent information was received on 19-oct-2020. This spontaneous case was reported by a pharmacist and describes the occurrence of pain ('chronic pain') and menorrhagia ('haemorrhagic periods / blood clots') in a 50-year-old female patient who had essure (batch no. C611985-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, cervical conisation, multigravida, bronchitis asthmatic and pityriasis versicolor. On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced pain (seriousness criteria medically significant and intervention required), fatigue extreme ("extreme fatigue / significant fatigue"), the first episode of tendonitis ("repeated tendinitis"), dry eye ("ocular dryness"), arthralgia ("hips joint pain"), memory impairment ("memory disorders"), rash ("atipical skin rashes"), groin pain ("abdominal pain (right groin)"), abdominal pain ("abdominal pain (right groin)") and swelling ("frequent swelling"). In 2015, the patient experienced the first episode of burnout syndrome ("professional burn-out"). In 2019, the patient experienced lumbar spinal stenosis ("narrow lumbar canal"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), the second episode of burnout syndrome ("burn-out"), the second episode of tendonitis ("tendinitis"), back pain ("lumbar pain"), migraine ("migraines") and fatigue ("abnormal fatigue") and was found to have uterine leiomyoma ("fibroma small size"). The patient was treated with surgery (essure removal by bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6)2020. At the time of the report, the pain, menorrhagia, fatigue extreme, dry eye, arthralgia, memory impairment, rash, uterine leiomyoma, groin pain, abdominal pain, lumbar spinal stenosis, swelling, the last episode of burnout syndrome, the last episode of tendonitis, back pain, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dry eye, fatigue extreme, groin pain, lumbar spinal stenosis, memory impairment, menorrhagia, migraine, pain, rash, swelling, uterine leiomyoma, the first episode of burnout syndrome, the first episode of tendonitis, fatigue, the second episode of burnout syndrome and the second episode of tendonitis to be related to essure. The reporter commented: narrow lumbar canal was treated by filtration and anti-inflammatories. Essure removal was performed at the patient's request. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: the case (B)(4), legacy device report num 2951250-2019-11081 was identified as duplicate case by french regulatory authority and it was updated on current case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pain ('chronic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, cervical conisation, multigravida, bronchitis asthmatic and pityriasis versicolor. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced burnout syndrome ("professional burn-out"). In (B)(6) 2015, the patient experienced pain (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue / significant fatigue"), tendonitis ("repeated tendinitis"), dry eye ("ocular dryness"), arthralgia ("hips joint pain"), memory impairment ("memory disorders"), rash ("atypical skin rashes"), groin pain ("abdominal pain (right groin)"), abdominal pain ("abdominal pain (right groin)") and swelling ("frequent swelling"). In 2019, the patient experienced lumbar spinal stenosis ("narrow lumbar canal"). On an unknown date, the patient was found to have uterine leiomyoma ("fibroma small size"). The patient was treated with surgery (essure removal by bilateral salpingectomy and cornuectomy). Essure was removed on (B)(6) 2020. In 2016, the burnout syndrome had resolved. At the time of the report, the pain, fatigue, tendonitis, dry eye, arthralgia, memory impairment, rash, uterine leiomyoma, groin pain, abdominal pain, lumbar spinal stenosis and swelling outcome was unknown. The reporter considered abdominal pain, arthralgia, burnout syndrome, dry eye, fatigue, groin pain, lumbar spinal stenosis, memory impairment, pain, rash, swelling, tendonitis and uterine leiomyoma to be related to essure. The reporter commented: narrow lumbar canal was treated by filtration and anti-inflammatories. Essure removal was performed at the patient's request. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.